Manufacturer narrative:
Add'l info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
Pt status post plate and screw implantation returned to surgeon for post op visit. An x-ray showed a non-union and a broken plate. Surgeon removed the plate and screws and revised the pt to another plate.